Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation provided by the field service engineer (fse). Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection, but the reported failure was confirmed by field service engineer (fse) a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to electronic component failure. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The equipment has inconsistent lamp usage times, the brightness is set to the minimum level, and the monitor screen is smudged, which may affect visual perception. Additionally, a lamp nearing the end of its useful life may experience operational issues, such as intermittent brightness fluctuations. The subject device will not be sent back to olympus for further evaluation and repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had reduced brightness during service and maintenance. There were no reports of patient involvement.